Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full 4076 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4) the full 6947 lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular (rv) lead had fractured and the patient was hearing alerts. The patient desired to have the alerts turned off. The device was reprogrammed until the lead was capped and replaced. It was further reported that the device and right atrial lead were damaged during the explant and replacement of the rv lead. These were also explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had fractured and the patient was hearing alerts. The patient desired to have the alerts turned off. The device was reprogrammed until the lead was capped and replaced. It was further reported that the device and right atrial lead were damaged during the explant and replacement of the rv lead. These were also explanted and replaced. No patient complications have been reported as a result of this event.